Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the date and time were not correct. A technical support specialist dialed in to the server and checked the synchronization information. The last upload and download timestamps showed and referenced related knowledge article titled how to create a station database backup. Without performing a drop database full synchronization, backed up the database to the d drive and proceeded with a full synchronization. There was a delay, but the full synchronization completed successfully. After completion, verified the server synchronization information. The last upload and download were recorded respectively, confirming the system was up to date and informed the customer of the update and the customer reported that their technician had visited and was able to access the device without any issues. Everything was functioning properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed the date as on (B)(6) 2026, at 2029. As a result, the anesthesiology team was unable to view the current surgery patient list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.